Manufacturer narrative:
Due to insufficient information, the investigation could not identify a specific cause of the event. The investigation did not identify a product problem.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The reagent's lot number and expiration date were not provided. The field service representative adjusted the gear pump pressure and the cell blank, adjusted the sample and reagent probes, cleaned and adjusted the ultrasonic mixer, and performed checks with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient on a cobas 8000 cobas c 701 module. The patient's initial result was 205 mol/l. The result didn't align with the patient's clinical picture, and a new sample was obtained. The result with the second sample was 72 mol/l, which aligned with the patient's clinical picture. The initial sample was not repeated.